Event description:
On (B)(6) 2009, the pt underwent a procedure using a gore tag thoracic endoprosthesis to treat a 41 mm thoracic aortic aneurysm. On (B)(6) 2010, the pt presented with a fever. CT and gamma scintigraphy exams showed evidence of stent graft infection (cause unk). On (B)(6) 2010, antibiotics were administered for treatment of the infection. On (B)(6) 2011, a f/u exam indicated the infection had resolved.

Manufacturer narrative:
The review of the mfg and sterilization paperwork verified that this lot met all pre-release specifications. The root cause of the infection could not be determined with the provided info.